Event description:
Reporter stated that one of the device's internal contacts is blackened. No associated injury was reported. The problem was first discovered at a hosp. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The accu-chek inform meter is the suspect device.